Event description:
The following has been reported: biomed reported: (B)(6). Visual inspection of lvp - passed. Wipe surface of lvp with 70% ipa - completed. No visible issues or debris found. Functional check of lvp - initially passed\ then failed. After triage observations. Unable to replicate any battery issues. Performed lvp functional test without issue\ left lvp unplugged for 1hr\ then tried to run lvp functional test and received pump problem alert. Sending to repair depot. Received at depot. Confirmed pump problem error wait for log review. Logs reviewed at (B)(6). Preliminary investigation: pneumatic compressor fail. Pneumatic fail at startup. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 06/06/26. Taken out of heratherm @ 04:00 06/07/26. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.